Event description:
The pt had had saline in the pump. In (B)(6) 2011, the pump was filled with morphine. Approximately 36-44 hrs after the refill, the pt had swelling at the pump site. The pt saw his hcp in (B)(6) to have the swelling checked. Since that time, the pt had a burning sensation right on the side of the pump where it was swollen and the pt had increased pain. The burning sensation was initially on an occasional basis but by (B)(6) it was consistently burning. The pt felt like he was in a "fog". The pt's next refill was due in (B)(6). The pt was at home. The pt had contacted his hcp and spoke to the receptionist on (B)(6) 2011 and then called again on (B)(6) 2011, but hadn't gotten a reply. The pt was considering having saline put back into the pump and then having the pump removed due to the expense and travel related to the pump mgmt. Additional info has been requested, a f/u report will be sent if additional info becomes available.

Manufacturer narrative:
(B)(4).